Event description:
A report was received that the patients akin around the ipg site was not healing properly and the incision came open. The patient will undergo an explant procedure.

Event description:
A report was received that the patients skin around the ipg site was not healing properly and the incision came open. The patient will undergo an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2218-50 serial number: (B)(4) batch/lot number : 20958862 / 5030730 model/catalog description: linear st lead kit 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.